Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a tear in the appendage of the heart was observed resulting in a pericardial effusion. The patient then went for corrective open heart surgery as there was a blood leak in the pericardium. The case was aborted and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.